Event description:
It was reported that post op of an adjustment gastric band, that the band was perforated in the plastic membrane. During radiography for filling, a spontaneous open of the band was found. The band was replaced. Two days after the re-operation, the pt was hospitalized for an anemia (hemoglobin at 30g). A bleeding gastric ulcer due to acute stress was diagnosed. The pt was hospitalized for 3 weeks before to return at home. The pt was depressive.

Manufacturer narrative:
Info anticipated, but unavailable at this time.